Event description:
A malfunction alarm identified as malf 12 was reported without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any further malfunction codes appeared, which the customer understood.